Event description:
The customer obtained non-reproducible falsely elevated vitros trop I es results on patient samples while using the vitros eci analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected results were not reported to the clinician. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected trop I es results occurred while using the vitros eci. An ocd fe found that multiple analyzer adjustments were necessary to return the instrument to expected operation. The investigation also confirmed that the affected samples were not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples although this cannot be confirmed. A definitive root cause for the event could not be determined. Repairs have returned the instrument to expected operation; however, pre-analytical sample processing cannot be ruled out as a contributing factor.